Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that common femoral arteriotomy suture placement was attempted using three proglide devices, in a pre-close technique, prior to an interventional procedure. Reportedly, a cuff miss was noticed or a link break occurred with all three proglide devices. A prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained on the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was not confirmed as all of the device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was provided indicating that the interventional procedure was a transcatheter aortic valve implantation (tavi). The sheath was upsized from a 5fr to a 14fr and the tavi procedure was completed.